Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 arjo was informed about the event, which occurred in bmi the (B)(6) hospital in the (B)(6). It was reported that the caregiver sustained electric shock from the maxi twin battery charger. The charger unit was separated from the plug connector with exposing live connectors and the staff member came into contact with it. As the consequence of the event, the minor burn marks were noticed on the caregiver's arm. No hospitalization was required, the caregiver was able to continue the work.

Manufacturer narrative:
On (B)(6) 2018 arjo was notified about the incident involving maxi twin hoist. Following the information provided by the customer the battery charger for the maxi twin hoist was plugged into an extension lead attached to the mobile non-arjo crash trolley. While the crash trolley was moved the hoist charger was accidentally pulled out. It caused the charger unit to separate from the plug connector. As a consequence live connector became exposed. The facility staff member came into contact with connector suffering an electric shock (very minor burn marks and tingling on caregiver's arm and leg). She was seen by the onsite doctor and monitored throughout the day but continued in her duties, no hospitalization was needed. After receiving the communication about the event occurrence, arjo service technician was dispatched to conduct the device inspection with regards to the alleged issue. The evaluation confirmed a damage to the charger in a place it was forced to split from the detachable plug adapter. No other deficiencies were found. All hoist functions were working as intended. The defective charger was replaced by arjo technician and the device was returned to use in working order. It needs to be emphasized that maxi twin hoist (serial number: p0450938) was checked during quality inspection gate to verify the required product specifications and check whether the acceptance performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. The instruction for use (04.ne.08_6gb dated on november 2016) dedicated to nae 8000 battery charger used with maxi twin hoist includes information regarding the possibility of breaking the charger and instructs how this situation can be avoided: - "to avoid breaking the charger when unplugging the battery connector: grip the plug and don't pull the cord" it needs to be emphasized that if all the recommendations were followed in accordance to labelling, there would be no user at risk. In summary, the complaint was decided to be reportable to competent authority due to the allegation of electric shock received by the caregiver. There was no patient using the device at the time of the incident. Upon the conducted investigation and floor lift's inspection done by the arjo representative we were able to establish that the issue was associated with improper device handling (charger accidentally pulled out from the connector disconnecting the battery connector from the charger assembly). Looking at the post market surveillance data, this complaint is considered to be a single, isolated event, no similar scenario has been reported.